Event description:
The duett pro was used to seal an arteriotomy in the right femoral artery. Immediately following the deployment, the patient lost distal pulses. An angiogram revealed a blood clot in the superficial femoral artery. The patient was given thrombolytic medication and an extraction catheter was used to restore minimal flow. The patient was then taken to surgery and had a femoral popliteal bypass and thrombectomy. No further complications were reported.